Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 25 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced melena, weakness and dizziness when standing. Hemoglobin and hematocrit (h & h) dropped down to 6.7 g/dl and 21.7%. Gastroenterology was consulted and the patient was given 1 unit of packed red blood cells. Protonix was initiated on (B)(6) 2018, patient¿s h & h dropped down to 6.9 g/dl and 21.4%. The patient was given 1 unit of prbds. Esophagogastroduodenoscopy (egd) was performed that showed a single bleeding angiodysplasia lesion in the stomach that was treated with argon plasma coagulation. A colonoscopy was also performed that showed 2 polyps in the transverse colon that were removed with a cold snare. H & h remained low so patient was transfused with 1 prbc on (B)(6) 2018. H & h following transfusion was at 8.5 g/dl and 26.4%. H & h remained stable with no further incidents of bleeding occurred.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.